Event description:
It was reported that when patient presented for a generator change unrelated to this event, externalized conductors were observed on the rv lead visible under fluoroscopy. The lead measured fine and no electrical anomalies were noted. The lead was capped on (B)(6) 2017 and a new lead was implanted. Patient is stable and will continue to be monitored.